Event description:
The pt was connected to a ventilator containing its own alarm. This ventilator was also connected to a remote alarm. This remote alarm was mounted on a shelf outside of the pt's room next to the door. The pt became disconnected from the ventilator. The ventilator alarm on the machine went off, but the remote alarm failed to alarm. 3/6/00 corrective maintenance was completed by the hosp biomedical engineering dept. They found the alarm to be in good working condition with no problems noted.